Event description:
It was reported that when the patient had the pump implanted, he had a "bad complication and almost died at the hospital". The patient noted being told by the health care provider (hcp) that during the pump implant, the pump was "turned a little bit higher" than when the patient had the trial pump. The patient stated this resulted in "respiratory distress" as well as "overdose", was sleepy, and was a "mixture of anesthesia, morphine, and sleep apnea". The patient also stated that when they woke up from anesthesia, they had hallucinations when they closed their eyes because of all the morphine. Then they "reversed the effect of the morphine". The patient noted being in that state for 2 days. The patient noted being weak after surgery, but their status was good and they were doing well "pain wise". The pump was being used to deliver morphine.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID, 37702 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator. (B)(4).